Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop sinus infections. There is no report of the medical intervention that the patient has received at this time.the device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of unknown white powder contaminant on the filter at the air inlet and on top of the blower motor. The manufacturer found keratin accumulation (black contamination) by the air outlet of the blower box.the humidifier was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer found an unknown brown and black contaminants and a potential dark-colored hair inside of humidifier box, unknown light brown contaminants on heater plate. The manufacturer also found an unknown black and brown marks all throughout the humidifier box, coating of unknown dust-like contamination on humidifier lid. The manufacturer found evidence of sound abatement foam degradation/breakdown, tiny residue spots and moisture on sound abatement foam and also sound abatement foam appeared intact, however, degraded sound abatement foam residue adhered to fitt (foam integrity test tool) when compressed.the device's event log was reviewed by the manufacturer and found no errors logged.the manufacturer concludes the contaminates found were consistent with white powder contaminant, keratin accumulation (black contamination), brown and black contaminants and a potential dark-colored, light brown contaminants, black and brown marks, coating of dust-like contamination. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In previous reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop sinus infections and hospitalized for breathing. The reported event and its severity were reviewed by the manufacturer's clinical expert. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. There is insufficient information related to device use and maintenance, timeline of events, relevant past medical history, and medical intervention information.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop sinus infections. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.